Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the vps 18ga 1.3mm od 32mm l instaflash experienced leakage from the injection port. The following information was provided by the initial reporter: when the acutely ill patient is to be intubated for transport down on avc, the peripheral venous catheter fails. The same error has occurred on at least 2 occasions during surgery. The problem is that when the injection port at the top has been used, the round rubber membrane has moved, which has meant that there is free backflow out. This causes blood, fluid and medicines to back out. Fortunately, the patient has another pvk.

Event description:
It was reported that the vps 18ga 1.3mm od 32mm l instaflash experienced leakage from the injection port. The following information was provided by the initial reporter: when the acutely ill patient is to be intubated for transport down on avc, the peripheral venous catheter fails. The same error has occurred on at least 2 occasions during surgery. The problem is that when the injection port at the top has been used, the round rubber membrane has moved, which has meant that there is free backflow out. This causes blood, fluid and medicines to back out. Fortunately, the patient has another pvk.

Manufacturer narrative:
H.6. Investigation: there was no sample or photo provided to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. A device history record could not be evaluated as the lot number is unknown. Based on the verbatim, the probable root cause for the reported condition of this complaint could be due to valve issue that was related to eto sterilization. CAPA#1379444 was initiated. H3 other text : see h.10.